Event description:
The customer reported that the insulation of the jaws melted during use. Some pieces fell inside the pt but were removed. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.